Event description:
It was reported that prior to the pt's pump replacement, she had been on 1000 mcg/ml of compounded baclofen at 109.91 mcg/day. Postoperatively, the concentration was changed to 500 mcg/ml (daily dose remained the same); however, a bridge bolus was not performed. The pt did not have any symptoms. The hcp reported that the pt was back up to the 1000 mcg/ml concentration. The final pt outcome was reported as "no injury."